Event description:
The customer reported false positive reactions with cell #2 of biotestcell-p1, -p2. The customer has returned five samples that had caused false positive test results and the supposedly defective product was sent to us for investigational testing, too. Our quality control laboratory tested the patient samples with the supposedly defective product and yielded correctly negative results. Furthermore our quality control laboratory tested different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p1, p2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported false positive reactions with cell #2 of biotestcell-p1, -p2. The customer has returned five samples that had caused false positive test results and the supposedly defective product was sent to us for investigational testing, too. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.